Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin, however an 0x22 hazard alarm was generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an 0x22 alarm. The exact cause of the alarm could not be determined. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. A large crack was observed in the top housing of the pod. An "x" shaped cut was observed in the bottom housing, the bottom housing vent, and the reservoir, indicating post use damage to these components. It could not be determined exactly when these damages occurred. Investigation of the pod and the download data from the pod indicate that these damages had no affect on the functionality of the pod during pod operation.

Event description:
It was reported the patient's blood glucose rose to 498 mg/dl. The pod was worn on the patient's arm for between 1 and 4 hours. As treatment, a bolus was delivered and a new pod was applied.